Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) able reproduce the customer stated issues. In the clinical mode the device was indicating "fiber-optic module failure" and with the reviewing logs fault code 53 occurred 12 times. Re-seated the fiber optic module pcb and functional tested multiple times without any further failures or issues. Iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp)had a fiber optic failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.